Manufacturer narrative:
At the completion of the clinical evaluation, the following events were reported but could not be substantiated by medical records or images; failure to insert of 0.014'' wire into the surepass due to blockage, left common iliac artery rupture with open surgical repair. The following addition events were reported; non-endologix stent placed into the right common iliac artery extending to the right external iliac artery, ballooning of the bifurcated graft, 2 iliac limb extensions placed to treat the ruptured left common iliac without success. The clinical assessment was based on no patient medical records, and no patient images. Based on the information available the root cause of the reported event is seems to be a use error. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; reported fragile condition of the artery along with the ballooning of the left iliac limb. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been received.

Event description:
Patient was being treated for a right common iliac artery (rcia) aneurysm and was initially implanted with a non-endologix stent in the rcia. After the placement of the non-endologix stent the physician deployed the afx bifurcated stent. During the deployment of the bifurcated stent the physician had difficulty advancing the guide wire through the lumen of the sure pass wire. The physician had to cut the peripheral end of the sure pass wire and the guide wire was inserted without difficulty. Once the bifurcated device was deployed the physician completed a balloon touch up. The final run angiogram identified a ruptured left common iliac artery (lcia). The physician implanted two additional non-endologix limb extensions to repair the rupture. A type 1b endoleak remained following the repair and the physician elected to complete an open repair of the lcia to seal the endoleak. The procedure was successful and there have been no additional adverse events reported for this patient.